Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vision side cart (vsc) common compute controller (ccc) was analyzed. Errors 31089, 170 were found upon logs review indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system. Then vsc ccc failed to connect with another ssc or psc with blue cable connect to port 3, indicating faults on the firefly fiber optic cable (ff3) on the ccc. After the firefly optic cable was replaced with a known good cable, the vsc ccc functioned as expected; however, when switching back to the original firefly fiber optic cable, it failed. The patient side cart (psc) ccc was analyzed. Errors 31089, 170, 307 were found in the logs confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. During additional testing, fiber optic light levels on the psc ccc were measured, and all values were found to be within the expected range. After this inspection, ten power cycles were completed without incident. The ccc was then left idle in the golden system for 82 hours, during which no abnormalities were observed. Both cccs were installed in an in-house system for testing. The vsc ccc failed to establish a connection with the system, while the psc ccc operated as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to firefly optic cable in the vsc ccc. It can be resolved by replacing the vsc ccc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate error 170 upon field service investigation. The tse replaced patient side cart (psc) common compute controller (ccc) and programmed the psc three times in standalone mode, and each programming was successful. Upon booting up the psc alone in normal mode, the psc powered on with no issues. However, when the fse connected all carts and powered up in normal mode, vision side cart (vsc) displayed ¿robot not connected¿ message and failed to recognize the psc. After the tse replaced vsc ccc, the system still displayed error 170. The tse identified two problematic fiber cables as indicated by the vsc notifications ¿robot not connected¿ and ¿console not connected.¿ the tse cleaned all fiber cables and ports and replaced with a new fiber cable, which resolved the issue. The system was tested and verified as ready for use. Return material authorizations (RMA) were issued to the customer requesting to have the intuitive surgical, inc. (Isi) devices returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer encountered a message indicating that the patient side cart (psc) was not connected. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had elected to use another da vinci system in another room. The tse instructed the customer to perform a hard power cycle on all components. Although the system powered on, the message persisted, indicating that the psc was not connected or powered on. The tse then advised the customer to move the psc¿s blue fiber cable to another port, but the message still appeared. Despite events showing a 307 on the surgeon side console (ssc), the ssc was connected, and the system did not present any errors.